Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor was damaged. The patient's blood glucose at the time of incident was 14.3 mmol/l. Troubleshooting was initiated and it was discovered that the cannula filament was missing. The sensor was not intact and the missing pieces were not accorded for.